Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va22nja, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-sep-2023, UDI#: (B)(4). Codes refers to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had their lead removed and replaced because they were having problems with it. [Refer to pe: (B)(4) for wound opening; antibiotic]